Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ chronic pelvicpain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of fatigue ("fatigue"), nausea ("nausea"), vomiting ("vomiting"), menorrhagia ("heavier periods"), dyspareunia ("painful intercourse") and the second episode of fatigue ("fatigue"). The patient was treated with surgery (underwent a diagnostic laparoscopy and bilateral salpingectomies with extraction of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, nausea, vomiting, menorrhagia, dyspareunia and the last episode of fatigue had resolved. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, nausea, pelvic pain, vomiting, the first episode of fatigue and the second episode of fatigue to be related to essure. Most recent follow-up information incorporated above includes: on 15-nov-2017: event heavier periods, painful intercourse and fatigue was added and event pelvic pain, nausea, vomiting,was clubbed witrh previously reported event. Essure star and stop date was updated. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of fatigue ("fatigue"), nausea ("nausea"), vomiting ("vomiting"), menorrhagia ("heavier periods"), dyspareunia ("painful intercourse") and the second episode of fatigue ("fatigue"). The patient was treated with surgery (underwent a diagnostic laparoscopy and bilateral salpingectomies with extraction of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, nausea, vomiting, menorrhagia, dyspareunia and the last episode of fatigue had resolved. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, nausea, pelvic pain, vomiting, the first episode of fatigue and the second episode of fatigue to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event heavier periods, painful intercourse and fatigue was added and event pelvic pain, nausea, vomiting,was clubbed with previously reported event. Essure star and stop date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.